Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. The right ventricular (rv) lead exhibited chronically low pacing impedance which fell below the alert threshold. In addition, it was noted that the lead experienced t-wave oversensing (twos) and was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.